Event description:
Additional information was provided that a lead revision was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture one day post -implant. An x-ray revealed that the lead had dislodged. It was noted that a revision would be done to attempt to reposition the lead. No adverse patient effects were reported as the patient was not rv pacemaker dependant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.